Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for klebsiella oxytoca in a patient, coincident with dianeal pd4 1.36% therapy. On (B)(6) 2012, the patient began dianeal pd4 1.36% (intraperitoneally (ip) for end stage renal disease (esrd) and continuous ambulatory peritoneal dialysis (capd). Dianeal pd4 1.36% therapy was maintained. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient was admitted to the hospital for bacterial peritonitis manifested by cloudy pd effluent. On (B)(6) 2012, intravenous (IV) gentamicin, 160 mg once, gentamicin ip, 60 mg once daily with the evening solution and vancomycin, 1 g were initiated. On (B)(6) 2012, vancomycin 1 g was administered. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, vancomycin 1 g was administered. On (B)(6) 2012, gentamicin was discontinued. The cause of the peritonitis was a break in aseptic technique. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.